Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a problem with their device and needed help adjusting it. The patient also mentioned that there was still fluid in them when they would go to the bathroom and there was tension on their left side which was painful. On a second call, the patient reported that they had been going to the bathroom and ¿not able to get to the second warning.¿ the patient explained that they have never had their symptoms ¿regulated¿ since they got the device implanted. The patient reported that they had the stimulation set at 2.55 and they thought it was too high because the stimulation caused pain on their right side. The patient confirmed the issue started about a week ago and they had never had the stimulation that high before. The patient noted meeting with a manufacturer¿s representative about 2 months before the report, and they felt ¿it¿ (stimulation) in different areas and confirmed the stimulation was at one point uncomfortable. The patient stated they had previously changed programs twice and this was their third or forth setting that they were trying. Syncing with the programmer showed the ins was on, they were on program 4, and the stimulation was set at 2.55. The patient decreased down to 1.20 and confirmed it was comfortable. The patient was advised to contact their healthcare provider if they had continued concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the circumstances that led to the stimulation being too high at 2.55 the patient replied ¿set up 2.45 it¿s a bit too high because slow moving in the mornings because of both knee replacements 2018.¿ clarification was not provided. No further complications were reported.